Event description:
Pt's generator may be malfunctioning. It was reported that the generator seemed to be stimulating at a higher output current than it was programmed to. Device diagnostic testing was within normal limits, indicating proper device function. Per the pt's request, the generator was programmed to off. There are no plans for explant at this time. The pt is scheduled to follow-up with neurologist again in two months.